Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a yellow battery alarm and the aic was replaced. This issue occurred during patient support.the patient was eventually weaned and explanted. No patient harm was reported.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery comm. Failure (yellow alarm) and aic - system self-check error has been completed. Based on the clinical details, data and device analysis the following root causes were determined. No issues were found with the aic related to the reported "aic-battery comm failure" alarm. The root cause of the controller error (loss of comm(pbm1)) - alarm¿, event 1023 was determined to be power battery manger (pbm) corrosion due to leakage of the electrolyte from the battery failure alarm super caps.